Event description:
The following has been reported: "cassette not recognized". A preliminary review of the logs identified could not be performed. The device was returned due to tubing set not being recognized. Log files indicate mechanical hardware failure (av sticky valve). Investigation found excessive debris on loading pins that stopped a cassette from being loaded until freed up and cleaned. Fva pins had excessive debris causing pins to stick and were cleaned. The device had no alarms on start up. Once the fva pins and loading pins were cleaned a mock infusion was performed without errors. Fva lip seals (x3) and loading pin lip seals (x4) will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for av sticky valve. No adverse effects were reported.